Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of six of peritoneal dialysis therapy. During troubleshooting, it was discovered that there was a loose connection in the original setup. The alarm was resolved by cycling power to the homechoice device. Proper procedures were reviewed with the patient. The patient stated they would complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the reported issue was determined to be loose connection. Should additional relevant information become available, a supplemental report will be submitted.